Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and vomiting. The customer's mother stated that the customer did not receive any alarms until after she was hospitalized for a day. The customer's mother also stated that the customer was dehydrated and unable to keep anything down. The customer's mother then stated that the customer had tried changing out the infusion set. Nothing further was reported.